Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the right ventricular (rv) lead channel depending on the patient's position. The physician decided to add an epicardial lead. The device remains in use. No additional adverse patient effects were reported.